Event description:
The customer reported that while the iabp was in use on a patient, the ECG trigger on the iabp monitor and on the external monitor displayed spikes and artifacts similar to trigger pulses of a pacemaker. The therapy was started and the ECG reading was normal. During a bypass procedure the iabp was stopped by the customer, when the iabp was restarted the symptom occurred again. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A clinical specialist visited the hospital on (B)(4) 2013 to meet with customer and was able to conclude that no malfunction of the iabp was indicated. The customer did not fully understand the triggering functions of the iabp. These functions were reviewed with the customer during the visit. (B)(4).